Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker was part of a system involved in an infection. Reportedly, the patient went to the hospital due to an infection that started on the knee. It was noticed that the patient¿s pacemaker site was red and swollen. The patient was then put on intravenous antibiotics. There were no additional adverse patient effects reported. The pacemaker remains in service.